Event description:
Consumer reported complaint for erratic blood glucose test results using replacement products sent on internal report reference number (B)(4). The customer is concerned with test results from back to back blood tests of 235 and 213 mg/dl, 365, 159 and 179 mg/dl and 250 and 213 mg/dl. The customer¿s expected blood glucose test result range was not disclosed. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 08/23/2023; open vial date and product storage location were not disclosed. The meter memory was reviewed for previous test result history: result 1: 235 mg/dl; date: (B)(6) 2022; time: 9:11 am; fasting; breakfast. Result 2: 213 mg/dl; date: (B)(6) 2020; time: 9:12 am; fasting; breakfast. Result 3: 365 mg/dl; date: (B)(6) 2022; time: 11:40 pm; fasting; lunch. Result 4: 159 mg/dl; date: (B)(6) 2022; time: 11:42 pm; fasting; lunch. Result 5: 179 mg/dl; date: (B)(6) 2022; time: 11:43 pm; fasting; lunch. Result 6: 250 mg/dl; date: (B)(6) 2022; time: 6:29 pm; fasting; dinner. Result 7: 213 mg/dl; date: (B)(6) 2022; time: 6:29 pm; fasting; dinner.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Manufacturer contacted customer in a follow-up call on 16-mar-2022 to ensure that the initial concern was resolved - able to establish contact with customer who stated she is waiting for her insurance to provide a different brand meter; customer is still using the true metrix air meter. No additional blood test results using the true metrix air meter were reported.

Manufacturer narrative:
Sections with additional information as of 26-april-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter and strips were not returned for evaluation. Added most likely underlying root cause onto case as the complaint product was not returned for investigation. Retention strip lot tested within specifications. Most likely underlying root cause mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.